Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res (B)(4).

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. In the initial report, section b5 was not updated, the correct b5 should be - the patient has alleged black particles in the device, sore nose, bad stomach virus, nasal/throat irritation or soreness.there was no report of serious or permanent patient harm or injury. In the initial report, b3 date was incorrect, the correct b3 date should be 07/23/2021. The device along with a humidifier was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of the device and the humidifier were completed by the manufacturer.he manufacturer found evidence of white and black unknown contamination, a short black hair at the air input of the blower box, potential mineral deposits on the bottom of the blower motor and blower box, indicating potential water ingress, multiple unknown brown and black contaminants and dark-colored hair strands inside of humidifier box, lid seal and air inlet tube seal of humidifier was yellowish in color, potential burn marks on heater plate and some white contamination, discoloration, suggesting water ingress on heater plate of humidifier. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 1 error logged. The manufacturer concludes the contaminates found were consistent with potential mineral deposits on the bottom of the blower motor and blower box, indicating potential water ingress, lid seal and air inlet tube seal of humidifier was yellowish in color, potential burn marks on heater plate and some white contamination, discoloration, suggesting water ingress on heater plate of humidifier and multiple unknown brown and black contaminants, dark-colored hair strands inside of humidifier box, white,black unknown contamination, a short black hair at the air input of the blower box were inconsistent with the sound abatement foamthe manufacturer confirmed there was no evidence of sound abatement foam degradation.